Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 03-aug-2023. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Al, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.

Event description:
Na.

Event description:
On 06-jul-2023, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded suspected discrepant hematocrit results on a patient. There was no patient information at the time of this report. Method: date: hb: hct : I-stat, (B)(6) 2023, 15.00 g/dl, 44%. I-stat, (B)(6) 2023, 8.20 g/dl, 24%. I-stat, (B)(6) 2023, 6.10 g/dl, 18%. I-stat, (B)(6) 2023, 6.80 g/dl, 20%. No test/collection time provided. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.